Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Event description:
As reported by the affiliate, the surgeon found there was a crack on the stent of a 8x24mm palmaz genesis opta pro after removing the device was from the package. The device was changed to another one to complete the procedure. There was no patient involvement. The device will be returned for analysis. The device/packaging was not mishandled in any way. The device was stored and handled according to the IFU guidelines.

Manufacturer narrative:
Complaint conclusion: as reported by the affiliate, the surgeon found there was a crack on the stent of a 8x24mm palmaz genesis opta pro after removing the device was from the package. The device was changed to another one to complete the procedure. There was no patient involvement. The device/packaging was not mishandled in any way. The device was stored and handled according to the IFU guidelines. One non-sterile sds genesis 8x24mm 135cm pro was received coiled inside a plastic bag. The stent was mounted in its original position between the marker bands. During microscopic analysis it was observed that the stent was compressed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿stent fracture¿ was not confirmed through analysis of the returned device; however the stent was observed to be compressed. The exact cause could not be determined. Based on the information available for review, clinical factors contributing to this condition could not be determined. The IFU provides instruction on careful removal of the device from the packaging and cautions, prior to stenting, the stent delivery system should be examined to verify functionality and integrity. Neither the DHR review nor the analysis suggests that the reported issue is related to the manufacturing process. Controls are in placed to detect stent out of position before leaving the facility. No corrective/preventive action will be taken at this time.